Event description:
One incident of broken occluder feet on a transfer set after five days of use. In addition, the affiliate reported the pt began experiencing pain in the abdomen and noted cloudy effluent. As a result, the pt was admitted to the hosp and treated for peritonitis with antibiotics, (medication and dosage unknown). Per the affiliate, the exact cause of the peritonitis was unknown and the pt has since fully recovered. During the hospitalization the transfer set was changed and it was discovered that the pt had a leak in their catheter, unrelated to the transfer set event.